Event description:
It was reported that the tip detachment occurred. The target lesion was located in the moderate to severely tortuous artery in the kidney. A 180x25cm fathom peripheral guidewire was selected for use. During the procedure, it was noted that the device was broken 10-15cm from distal tip inside the renegade hi flo microcatheter. The device was removed successfully with suction and the procedure was completed with another of the same device. No complications reported and the patient is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection revealed that the distal end of the guidewire was detached. The guidewire was also bent/kinked. Dimensional inspection of the device was performed by measuring the outer diameter in three sections (distal - medium - proximal), and it was confirmed that the device was within specification.

Event description:
It was reported that the tip detachment occurred. The target lesion was located in the moderate to severely tortuous artery in the kidney. A 180x25cm fathom peripheral guidewire was selected for use. During the procedure, it was noted that the device was broken 10-15cm from distal tip inside the renegade hi flo microcatheter. The device was removed successfully with suction and the procedure was completed with another of the same device. No complications reported and the patient is fine.